Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 325cc breast implant and experienced deflation on the left side postoperatively. As a result, the patient underwent removal and replacement with non-mentor devices on (B)(6) 2020 the manufacturing date for the reported lot number is after the reported implantation date. If additional information is received regarding the correct lot number or implantation date, a supplemental report will be submitted.

Manufacturer narrative:
On jun 3 2020, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: two implants with the same lot number were received unlabeled. As a result, both devices were analyzed. During the visual evaluation, both implants were observed ruptured in the anterior view. Microscopic examination of the edges of the tears in both implants revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).